Manufacturer narrative:
The product has been returned but the device evaluation has not yet been completed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. Once the evaluation is completed, if any additional relevant information is received, a supplemental medwatch will be filed.

Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, a leak was noted from the procedure set (location of leak and what stage during the procedure the leaking occurred is not known) at this point, the procedure was aborted. There were no patient complications reported with this event and the patient's condition is reported to be "fine". Although several attempts were made to obtain additional follow up, there is no further information regarding this event.

Manufacturer narrative:
The product was returned and there were no physical damage or imperfections observed during the visual exam. In addition, the returned procedure set functioned as expected during performance testing. The root cause for this complaint is "not confirmed".

Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, a leak was noted from the procedure set (location of leak and what stage during the procedure the leaking occurred is not known) at this point, the procedure was aborted. There were no patient complications reported with this event and the patient's condition is reported to be "fine". Although several attempts were made to obtain additional follow up, there is no further information regarding this event.